Event description:
Pump declared alarm 20 during the pumping process. Blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact to the customer's blood glucose level. Customer attempted to load a new cartridge with assistance but was unsuccessful due to recurring alarm. Technical support arranged for pump replacement, guided the customer on putting the pump into storage mode, and instructed return of the faulty pump using a prepaid label within ten days. Customer acknowledged all instructions.